Manufacturer narrative:
The suspect device was returned to olympus. A comprehensive leakage check was completed prior to technical evaluation and it was noted that the device was not leaking. A full technical evaluation revealed a cracked optical cover glass, failure of the up/down and left/right angle play with play evident, and the up/down/left angle were not to specifications. The instrument was scoped with a slim diameter endoscope. No further foreign material was identified within the biopsy channel. The suggested route cause for the piece of plastic that went into the patient is due to user handling. Additional findings included worn optical glass adhesive, distal end adhesive, and switch condition; minor marks on the insertion tube; and damaged colored ring on the aspiration housing. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
An olympus representative reported on behalf of the customer that black tubing came out the biopsy channel of the evis lucera gastrointestinal videoscope as it went down the patient to collect samples. A piece of plastic measuring 154 mm came out of the scope. The customer was unsure if this was rubber or not as it felt plastic. The plastic looked round but has been crushed. The customer thinks it could be the biopsy channel liner. This part was retrieved from patient with forceps. There was no harm to the patient, and the procedure was completed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, it was reported by the customer that the black plastic tube that came out of the biopsy channel was likely the biopsy channel liner. However, olympus did not detect any foreign material in the biopsy channel and could not identify why the tubes¿ channel may have clogged. Therefore, the root cause could not be determined. The event can be detected/prevented by following the instructions for use (IFU) in sections: operation manual: detection method - 3.6 inspection of the endoscopic system and inspection of the instrument channel reprocessing manual: preventative measure - 3.5 manual cleaning: brush the channels this supplemental report includes additional information received from the customer. B5 updated accordingly. A correction has been made to h8 from the initial medwatch. Also, information has been added to h4. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that there were no defects found during the pre-inspection of the subject device. The customer does not know when the reported piece of plastic got stuck in the biopsy channel. The facility was trained by olympus regarding device reprocessing in accordance with the instructions for use (IFU) manual. The customer does not wish to provide any information regarding their device reprocessing steps to olympus at this time.